Event description:
This case occured outside the USA, in spain. On (B)(6) 2024, the spanish subsidiary notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2024 with 0.6 ml of teosyal rha 4 in the nose. The injection was done with the retrotracing technique and a 22g canula. Immediately after the injection, the patient experienced a vascular compromise in the nose, accompanied by a post injection hematoma. The same day, the patient was treated with injections of hyaluronidase (2 cycles of 1500 iu + 1 cycle of 500 iu), hot compresses, anti-inflammatory (adiro), a nitrate vasodilator (trinispray), and staid under observation at the injector's office. The patient was recovering. 8 hours later, the patient was reviewed and presented with a slightly cyanotic coloration in the central area of the forehead and inner corner of the right eye. Medical assistance was provided to the injector in order to manage this case. On (B)(6) 2024, the patient reported stinging and a sensation of a foreign body in the inner corner of the right eye. She received injections of hyaluronidase (1500 + 150 iu) throughout the area and was treated with an intraocular ointment (recugel). The patient had a visit with an ophthalmologist and had an examination of the fundus of the eye. Keratitis was diagnosed and treated with an ophthalmic ointment (recugel), corticosteroid eye drops, and hyaluronic acid. The symptoms immediately improved. On (B)(6) 2024, the patient reported redness in the glabella area, lateral dorsum of the nose, and inner canthus of the right eye. Therefore, she was reviewed by the injector and received injections of hyaluronidase (1500 iu, 2 cycles every 55 minutes). 12 hours later, another cycle of hyaluronidase injection was done because vesicles appeared on the right lower eyelid, head of the eyebrow, and middle third of the right eyebrow 4 days after the filler injections, on (B)(6) 2024, the injector performed a doppler ultrasound that confirmed revascularization of the entire affected area. Additionally, we were informed that a treatment in the hyperbaric chamber was conducted, and the patient was prescribed topical treatment (mupirocine), oral antibiotic (clindamycine), and anti-inflammatory drugs (adiro 100 mg) for 7 days. On (B)(6) 2024, we were informed that the patient had recovered. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Additionally, teosyal rha 4 is not indicated for this area (nose). Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed.